Event description:
During endovascular therapy in 2008, the physician complained that the valve on the main body was inadequate due to the blood "hosing" out of the valve even when the iliac leg graft was inserted. Pt is fine.

Manufacturer narrative:
Event eval: still under investigation.